Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in (B)(6) 2019. On (B)(6) 2020, the patient noticed that his urinary function was not under controlled as he keeps losing urine when he sneezes, coughs or walks and the amount of urine is increasing as time goes by. The patient contacted his physician who prescribed some medicines which did not solve the problem. The physician indicated that the problem seems to be the aus device.